Event description:
Patient was brought to the emergency department by ambulance with severe wide-complex bradycardia and diagnosis of complete heart block. Initially patient was alert and responded to verbal stimuli. Decision was made to pace, monitor and onestep CPR a/a pads were placed on patient. The pad was connected to a monitor; the monitor read "cannot detect pads". An additional monitor was obtained, the same pads remained on the patient, but connected to a new monitor and the pads were recognized by this monitor. Patient was given fentanyl and attempted transcutaneous pacing without capture. Patient was subsequently intubated and lost pulse. CPR was initiated with multiple rounds of epinephrine. Dopamine drip was started. Patient was pronounced dead from cardiac arrest, cause unspecified. After this event, clinical engineering reported that critical care unit had 2 onestep CPR pads that also failed within the last 2 days. Clinical engineering did investigation of the equipment and verified that the cause of the problem is not the monitor; the issue is coming from the pad. Hospital called the zoll representative. Tech support overnighted new pads to replace 4 defective pads in emergency department. Administration decided to immediately remove from use all zoll onestep CPR pads manufacture number (B)(4) with lot numbers 3018 and 3218. Zoll (vendor) stated that they will replace all products collected and send replacement orders for expedited shipping. Manufacturer response for cardiac defibrillator pad, zoll one step CPR a/a adult electrode (per site reporter). Zoll tech support is overnighting/free of charge 4 new pads to replace 4 defective pads in emergency department. Hospital is collecting all zoll one step CPR a/a electrodes to be sent to zoll for replacement and expedited shipping.